Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "wheels came off" of an ak 96 machine during setup. The device was at risk of tipping over. There was no patient involvement. No additional information is available.